Event description:
It is reported that a customer's screen on their insulin pump does not read correctly. The customer changed their reservoir and the screen still displays that the reservoir is empty. The patient's blood glucose level not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr. (Gold). Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.